Manufacturer narrative:
It was claimed that internal leakage test failed during pre-use check. There was no patient involvement. Identification of issue has been done by analyzing problem description, device's logs and service report. Based on technician statement, the air gas module was defective and the part has been replaced. The gas module regulates the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).